Event description:
The manufacturer received information alleging a ventilator's ac inlet connector was pushed inside of the device. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received additional information from a third party service center regarding a ventilator's ac inlet connector that was allegedly pushed inside of the device. The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's ac inlet connector was replaced to address the issue.